Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a patient who was receiving fentanyl and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient previously ended up in the intensive care unit because she suddenly couldn't breathe. It was a while ago but it was recent enough that it frightened her; they did a narcan drip and checked her blood for any bad drugs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.